Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 302 mg/dl and 70 mg/dl on her blood glucose meter. No decision to treat was made on the allegedly faulty meter. The difference in these values is considered clinically significant. The meter will be returned for evaluation.